Event description:
In 2009, this patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. At approximately 22 days, follow-up computed tomography angiogram (cta) revealed compression at the area of the overlap of the trunk-ipsilateral leg component and the contralateral leg component. A reintervention is planned but has not been scheduled. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork for devices verified that these lots met all pre-release specifications. Other device implanted related to this event: pxc141000 / 06480681 contralateral leg component. Attempt(s) to acquire information required for this form were made by fore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. Further investigation is pending.